Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The endoscope was immersed in the detergent solution. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was reduced/insufficient angulation from the gastrointestinal videoscope. There were no reports of patient harm. During the device evaluation, the pae finding of foreign material inside the nozzle was discovered. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was reproduced and found that due to deformation of the bending tube, the angulation was skipped during angulation in up-down directions. In addition to foreign material found inside the nozzle, other evaluation findings are as follows: the bending angle in up direction and the play of up/down knob did not meet the standard value due to wear of angle wire, the bending section cover had a scratch due to handling issue, and the adhesive on the bending section cover had a chip due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.